Event description:
It is reported that a customer experienced low blood glucose of 36 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had trouble navigating the insulin pump and how it functioned. The customer stated they will call back with husband to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.